Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. Date of event: estimated date of event. The additional four proglide devices referenced are filed under separate medwatch report numbers.

Event description:
It was reported that five (5) proglide devices did not deploy properly relative to an unspecified procedure. No additional information was provided at this time.

Event description:
Subsequent to the previously filed report, additional information was received stating that the device failure was due to patients scar tissue. Also the event was an endovascular aneurysm repair (evar) interventional procedure. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported failure to deploy was observed as a posterior needle cuff miss based on the returned device condition. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported failure to deploy/ fire and subsequent treatment appears to be an anterior needle to cuff miss related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.